Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that the full height cubie drawer was causing the station to freeze. The engineer replaced the retractor band, but the pockets were still not showing up. The engineer then replaced the controller board, and the customer tested the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full sized drawer closed while the nurse was pulling medications, it logged her out of the pyxis. The customer tried to remove debris on top of the cubies, then rebooted the pyxis to see if it would resolve the issue. Additionally, attempted a test pull from that drawer, but shown an all white screen and logged out. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.